Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false tachycardia episode and appeared to have electromagnetic interference. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the tachycardia episode detected by the implantable cardiac monitor (icm) was a true episode. The device exhibited electromagnetic interference/artifact which made the episode difficult to read.